Event description:
The patient was injected in the lips. The patient allegedly developed an abscess. The patient was treated with cipro and the abscess was drained. An anaerobic culture was taken.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.